Manufacturer narrative:
Onsite investigation was preformed and the field representative was unable to replicate the reported event. The rep also reviewed the system logs which indicated an error that the system was able to recover from. No parts needed to be replaced and no further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system's image acquisition system (ias) suddenly started beeping once every few seconds and they were not able to acquire any 2d or 3d images. The pendant was not showing any kv or ma values and the radiation appeared to be disabled. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the case delay was about 15 minutes. After speaking with tech support, the rep rebooted once more and the system was functioning. The field rep did a checkout on the system thereafter.